Event description:
Philips received a complaint on the tempus ls indicating that the device failed to pace during a training exercise. The device's logfile was investigated by the manufacturer for analysis. Based on the investigation of the logfile, the event was caused by a logged communication error between the main board and the dpm module. Based on the information available and the testing conducted, the cause of the reported problem was a communication error. The reported problem was confirmed. No further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was replaced to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Updated conclusion code , component code and evaluation result code.